Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that since the device was permanently implanted, the patient has not noticed any improvement in their symptoms. Caller stated that in the beginning when the frequency was lower, patient wasn't going to the bathroom that much and wasn't totally emptying, so they were worried about that. Now they turned the frequency up with the help of the manufacturer representative (rep) and now the patient was urinating like crazy like they used to before the surgery. Caller said that the patient does not fully empty on the two levels that they've been on so far, so patient was bloated with urine in their bladder and even when they urinate like crazy. Agent asked for the date of the change that was made on the therapy setting but caller didn't remember it. Caller also mentioned that when patient lays a certain way in bed, it bothers them that the lump was in their back. Caller mentioned that they have tried to decrease the stimulation level, but that didn't resolve the issue. The patient stated the rep advised to not do any changes to the therapy unless they were on the phone with them. The patient also mentioned that their healthcare provider (hcp) was already informed of the device not working. The patient was redirected to their healthcare provider (hcp) to further address the issue, caller said that patient has an appointment with healthcare provider on the 20th. The patient reported that they had lost therapy benefit symptoms.